Manufacturer narrative:
Batch review performed on 19-july-2023 lot 2203301: (B)(4) items manufactured and released on 2-may-2022. Expiration date: 2027-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 19-july-2023 on reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2208702. Lot 2208702: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 6 months from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause was unknown. The surgeon revised the liner, glenosphere, and metaphysis. The surgery was completed successfully.